Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii is broken.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4501 was received for investigation. It was identified using digital caliper that approximately 43.94mm of the cannula had broken-off of the distal end of the assembly, leaving the pushrod exposed. Both implants were returned, and the first trigger had been pushed forward. A probable cause of the observed condition is attributed to prying/leveraging during insertion.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4501 was received for investigation. It was identified using digital caliper ID: 011 that approximately 43.94mm of the cannula had broken off of the distal end of the assembly, leaving the pushrod exposed. Both implants were returned, and the first trigger had been pushed forward. A probable cause of the observed condition is attributed to prying/leveraging during insertion.